Event description:
It was reported that during implant there was low pacing impedance and a device sensing problem on the right ventricular (rv) lead. The physician change out the rv lead and use a different one. The patient condition was stable.

Manufacturer narrative:
The reported events of low pacing impedance and sensing issue were confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found damaged insulations consistent to procedural damage. The cause of the reported events of low pacing impedance and sensing issue was isolated to the damaged insulations. No other anomalies were identified.